Event description:
It was reported the patient ((B)(6)) is experiencing soreness at the ipg site. In addition, the ipg is reportedly protruding. Details regarding the course of action for this matter have not been provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.